Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed the infusion site sitting higher than expected on the guide needle at an angle, could not seat it further, inserted it on the left side, and subsequently experienced blood glucose of 240 mg/dl with the ilet system; the cannula appeared straight upon removal, and the user replaced the infusion set and requested replacement cartridge, syringe, and needle. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified relating to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.